Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 158 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm after the it has been dropped. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported dent on the insulin pump keypad. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.